Manufacturer narrative:
The failure investigation has been performed and the alleged issue (cartridge alarm 1) was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. No failure was identified regarding the alleged minimum fill.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 1 - no pressure change when expected) occurred with multiple cartridges. Additionally, it was reported that a minimum fill message occurred after the cartridge was filled with 200 units. The customer's blood glucose (bg) level was 278 mg/dl. Reportedly, the bg level was addressed with a manual injection and that manual injections were used for alternate insulin therapy.